Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly to obtain; patient treatment settings, patient information, patient photos, which were partly provided. No photos were sent. Due to the ongoing worldwide corona crisis, the facility is closed until further notice. The customer is billable, therefore if he will request service to evaluate the device it will be possible to send a lumenis service engineer after the corona epidemic is over. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. The device was manufactured on 21-aug-2018 and installed at the customer site on (B)(6) 2018. A lumenis clinical professional and clinical trainer concluded " in regards to the provided patient and treatment-related data (including examination of the incident report form and patient photograph after the event), the parameters used for the décolletage treatment on a skin type iii are within manufacturer's guidelines and labelled indications pending the patient was perfectly untanned as declared. There is no user error to be noted here. Out of a series of some 60 ipl shots, the patient sustained a minor injury on 2 spots as seen on the picture that did not require any medical intervention. Topical cream was administered over the blistering. Blistering occurred as a result of a second degree burn. The overall skin reaction on the décolletage area was stronger than expected and the 2 spots that turned to blisters were made on areas which displays even more chromophore density (cluster of dark lentigos), which might explain the excessive amount of heat generated on these areas. Technical inspection of the device is still due to check whether the platform is within specifications. The adverse event will not lead to permanent impairment, leading therefore to a hazard severity rating of 5. While the information received to date does not confirm that a serious injury has occurred, due to the lack of information regarding the device condition during treatment, lumenis is reporting the event in an 'abundance of caution'. Should additional information become available, the complaint record will be updated accordingly, and a follow-up medwatch report will be submitted.

Event description:
A foreign user facility reported that one (1) patient suffered from burns following treatment procedures with a lumenis m22 laser.